Event description:
It was reported that there was an electrical grounding issue that was causing interference with the customer's monitoring system. It was reported distortion lines were seen across the systems and the customer could not use the stretchers until the issues are rectified. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is ongoing. If add'l info is received, a f/u report may be submitted.